Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The super arrow-flex (saf) sheath was inserted into the patients' femoral artery. The one-way valve was in place and negative pulled prior to removing iab from the tray. The md inserted the iab into the saf sheath. The iab became stuck in the saf sheath and therefore, the md removed the iab and the saf sheath as one unit. The rn noted that the membrane did not unravel prior to insertion into the saf sheath. The md requested another iab for insertion. There was no pt death or injury reported. Medical/surgical intervention was not required. There were no reported pt complications. The delay in therapy was minimal. The pt outcome is listed as "good." Reference MDR #1219856-2010-00492 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.